Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer stated that he had an isolated event where he had low blood glucose readings. The customer stated that he overcompensated for the amount of carbs he was eating. The customer stated that he ate a kind bar and was fine after that. The customer did not want to troubleshoot for low blood glucose readings.